Manufacturer narrative:
Investigation summary minor bleed/hematoma/access site adverse event: the cause of the access site adverse event was use related as the oozing stopped after maintaining angle matching and forward tension per clinical details.

Event description:
Clinical review/rationale: an impella cp was placed via the femoral artery to support the 45-year-old male patient who had been admitted in with known acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The underlying medical history was not shared. The insertion site was observed to be having an ooze of blood. The team followed best practices and applied manual pressure. When in the ICU the team applied femstop to address the persistent ooze. Once the femstop was removed the team adjusted angle and applied forward tension per best practices. The ooze stopped and site was re-dressed. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. The patient remains on the anticoagulant bivalirudin and the pump remained on for support til day 6. The pump was successfully explanted at day 6 after weaning from the support. No other support was necessary, and patient survived the support.

Manufacturer narrative:
A4 weight is unknown. Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.